Manufacturer narrative:
The device passed testing. During testing a review of the device history multiple proximal occlusion alarms were noted. The possible cause of the customer's reported event are cassette diaphragm stress relaxation, proximal pin friction, drop in pressure reading at dose start, back-check valve (np and filtertek) effects on pressure, and sensor noise (electronic and mechanical/fluidic). Although the device passed testing, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarm for a proximal occlusion and the alarm could not be cleared. There were no reports of any adverse pt events while the device was in clinical use. No additional info was provided.